Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that a nurse for a vent patient called in to report that a hole was discovered in the cuff of the tts pediatric tracheostomy tube after 3 days of use on the patient. A trach change was performed as a result. The patient was reported to be doing "fine" after the change.

Manufacturer narrative:
Two portex bivona flextend¿ tts¿ tracheostomy (trach) tubes were returned for analysis. Visual inspection revealed that there were wrinkles on the cuff. The tubes were leak tested by submerging under water; noting leaks to both and small holes. Relevant documents were reviewed and deemed adequate. A review of the manufacturing process was conducted noting that all procedures are being carried out appropriate. Assembly process and training documents were reviewed; confirmed all were up to date. Verification of 32 assemblies were reviewed; air cuff symmetry test was correctly performed and leak tests were 100% performed. An engineering sample was taken, a hold was made in the cuff using a wire with a review of the instructions for use (IFU). Based on the evidence, the complaint was confirmed. However, the root cause is unknown. The most probable root cause was noted to have occurred after the product left the manufacturing facility.